Manufacturer narrative:
Initial and final MDR (B)(4) device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced eight infusion sets fell off during use due to adhesive issue event between 01-dec-2025 to 20-feb-2026. The infusion set was in use for less than twenty-four hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.